Manufacturer narrative:
Results: no photo available. No sample was returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 4287103.conclusion: as there was no actual sample returned for evaluation, an absolute root cause for this incident cannot be determined.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Conclusion: a sample is not available for evaluation. Photos of the device are available and a supplemental report will be filed upon completion of investigation.

Event description:
It was reported that the needle from a bd micro-fine insulin pen needle broke off in a pediatric patient's left arm during self-injection. The patient received an x-ray and arthography and had the needle surgically removed. Patient's condition at time of discharge was reported as "good'.